Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #3: date of submission 04/13/2015. Additional information/device evaluation: the pump was received, investigated, and dispositioned related to another complaint on (B)(4) 2012. The pump serial number was updated in this complaint file on (B)(4) 2015; therefore, the following findings are results of the original investigation: a review of the pump black box data revealed evidence of power interruptions. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no power interruptions, errors, alarms, or warnings. A leak test was performed and failed due to a crack in the casing near the ir window. The pump case was removed, and evidence of moisture damage was found to the printed circuit board. The complaint was not duplicated; however, the allegation of moisture ingress was duplicated.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the pump was rebooting. The patient reportedly replaced that battery and then tried rebooting the pump and said that the display screen was blank and the keypad buttons were unresponsive. It was noted that there was moisture found behind the lens display. There was reportedly no damage or corrosion found to the battery compartment or battery cap; the battery cap was able to secure tightly to the pump with no visible yellow o-ring. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.